Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump, with instructions to call back if the issue recurs. The customer acknowledged and understood these instructions.